Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that the implant in tooth site # 14 fell out after the pt had an accident and fell.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) xiitp6510, (osseotite tapered certain prevail implant 6/5 x 10mm) for evaluation. Visual evaluation / functional test was performed, no damage that would cause or contribute to the event. Measurements match drawing. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022060098. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022060098 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: other. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was external factors, i.e., patient's condition, etc. Therefore, based on the available information, a device malfunction did not occur. No damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.